Manufacturer narrative:
Methods: along with the previously reported methods, a flow rate accuracy test and pressure pot testing were conducted. Results: a visual inspection found the pump returned empty. The pump was refilled to the nominal fill volume of 270ml and the pinch clamp was opened; the pump infused. Flow accuracy testing was performed on the pump. After testing the pump yielded a flow rate that was within specifications with a +/- 15% tolerance. Pressure pot testing was performed on the flow restrictor. The tubing detached from the pump and the filter was also removed from the tubing for this test. The flow restrictor was connected to a pressure gauge. After testing, the flow restrictor yielded a flow rate that was within specification with a +/- 15% tolerance. Conclusions: the investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing the glass orifice flow rates met specifications using the average bladder pressure. Based on this investigation the complaint disposition is not confirmed. Per the instruction for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature and viscosity of the drug solution." The IFU further specifies, "cautions actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. "When filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water." Multiple attempts were made to obtain additional information without success. As limited information was provided regarding user conditions, it cannot be determined if the device was used in accordance with the instructions for use. An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. A technical bulletin (mk-00585) factors affecting flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 250ml. Flow rate: 10ml/hr. Procedure: yondelis therapy. Cathplace: IV. Infusion started: (B)(6) 2015. Infusion ended: (B)(6) 2015 at 5:00am. It was reported that an incident occurred in (B)(6) where a pump's infusion ended sooner than expected. It was reported as, too fast emptying of the pump. The pump was expected to infuse for 24 hours. After 12 hours the pump was empty. No patient injury occurred. The pump is available for return.